Manufacturer narrative:
Concomitant products: product ID: 39286-30, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type: lead. Product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type: extension. Product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 39286-30, serial/lot #: (B)(4), ubd: 04-sep-2013, UDI#: (B)(4); product ID: 3708160, serial/lot #: (B)(4), ubd: 29-sep-2015, UDI#: (B)(4); product ID: 3708160, serial/lot #: (B)(4), ubd: 25-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that upon interrogation of the battery, the lead showed high impedance values on both sides of the lead. Preop and intraop interrogation of the battery to test impedances values with and without the extensions. Visual inspection of the lead that inserted into the extension showed frayed wires. Additionally, one extension was determined to be faulty. Entire system was explanted and replaced; issue resolved.